Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a history setting issue. The reporter stated that the patient's blood glucose was greater than 250mg/dl, but less than 500mg/dl with no reported symptoms. No additional information was provided about the alleged malfunction or the patient outcome and the pump was not available for return. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/14/2017 with the following findings: during investigation, the last basal delivery was on 2014 (B)(6). The last recorded bolus delivery was a 0.30u normal (p) bolus on 2014 (B)(6). The pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and total daily dose (tdd) showed 48.0u. The tdd¿s added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. There were no delivery interruptions or eaw¿s occurred during testing. Unable to duplicate inaccurate delivery complaint during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Additional method code:(B)(4)